Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014 resulted in a hypoglycemic event on the same date. Patient claimed that while eating lunch, felt unwell. Patient then claimed receiver did not show a number, just indicated low. Patient advised of not taking a finger stick reading, but stated that juice was self administered. Patient stated a neighbor contacted paramedics. Patient claimed paramedics arrived on the scene and took finger stick reading. In addition, patient claimed paramedics provided juice and remained until patient's blood sugar was elevated enough to leave. Patient advised dexcom technical support that no hospitalization was necessary. At the time of the call to dexcom technical support, no other medical intervention or injuries were reported. Patient reported at the end of the call with dexcom technical support that patient was doing better now. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported intermittent audio output.